Event description:
The customer reported that their olympus evis exera iii xenon light source lost it's image and presented an e216 error during preparation for an unspecified procedure. Reportedly, the procedure was completed using a similar device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the electrical contact of the connector base did not function because dust or other foreign matter adhered it, therefore, communication between the scope and the video processor through the light source device became impossible. The service technician cleaned the connector base and unit of dust and the customer was reminded to dry the scope connector before use. Olympus will continue to monitor field performance for this device.